Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported charging too frequently, they used to charge every two weeks now they had to recharge 6 hours a day. It was reviewed that the battery may be malfunctioning, and reviewed that there are multiple potential causes. The patient reported no change in programming. There was no further troubleshooting as the patient stated that they were already working with the health care professional (hcp) to replace the implantable neurostimulator (ins), stated that they needed a new ins battery. The patient reported that battery would be replaced with a non-manufacturer device. Stated that the stimulator had allowed them to walk again. The event date was noted to be in (B)(6) 2015. Other relevant medical history includes chronic low back pain and spinal pain.

Event description:
Additional information received from the consumer reported that she had to charge her implant every two days because she was running through it really fast. The patient noted that the healthcare professional wanted to replace the battery because it did not hold the charge for more than two days. It was reviewed that settings and usage determine how often it needs to recharge and the patient confirmed she was on a really high setting. Troubleshooting reviewed elective replacement indicator and end of service messages and the patient confirmed she had not seen either message. The patient stated that it was really hard to find the battery inside of her when trying to recharge and it was difficult to get the antenna right on the implant. The patient mentioned she could only charge for two hours at a time because she kept losing the signal and it was hard to get a full charge in one sitting. The patient noted she could find the implant because she was so skinny but the antenna did not register and kept getting weird signals which she looked up and found they meant an antenna issue. A replacement was sent and the patient reported she was scheduled to replace the device with a new stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.